Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser poorly cut the flaps of fourteen patients. This patient experienced a thin flap and a small undercut near the flap leg. The flap was carefully opened and cut by hand with no patient harm. Additional information received states the thickness of the flap was 80 microns, the planned thickness was 120 microns. There are multiple related reports for this event. This report addresses case one and another manufacturer report will be filed for the other cases.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states there were complications while lifting. An uneven flap was noted, the flap is thinner on the temporal side.

Event description:
Additional information receives states that at the two week follow up visit it was noted that the thinnest part of the flap was the 2-3 o'clock position.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).